Event description:
The customer received intermittent questionable results for ion selective electrode (ise) sodium and after preventative maintenance received questionable results for potassium, magnesium and bicarbonate. The customer provided results for six patients, sodium and potassium results for one patient were discrepant. The initial result for the sodium was 158 mmol/l. The repeat result was 146 mmol/l. The initial result for the potassium was 4.5 mmol/l. The repeat result was 5.0 mmol/l. The repeat testing was performed on a separate cobas c501 analyzer. The initial results were reported outside the laboratory. The customer stated she "had to change results". The customer refused to provide information to determine if the patient was adversely affected. The sodium and potassium electrode lot numbers were not provided. The field service representative determined the cause was overfilling cells and misadjusted rinse mechanism nozzle. He adjusted the cell rinse level and adjusted water fill on rinse mechanism nozzle. The customer ran calibration and quality control and it passed.